Manufacturer narrative:
A nurse reported that a bedside monitor (bsm) had discharged a patient on its own, and now they do not have the option to readmit or even admit as a new patient on the bsm. The nurse reported that the admit button is greyed out on the central nurse station (cns) as well. No patient harm was reported. Nihon kohden technician had the nurse check interbed and the bedside could still see other beds on the network. Nihon kohden technician had the nurse shut down the bedside monitor for 2 minutes and disconnecting the internet from both ends of the device(s) involved but the issue persisted. Nk technician referred the nurse to contact their biomedical engineer (bme) to attempt stopping and restarting monitoring on the bed monitor from the cns to see if that resolves this issue. Multiple attempts have been made by nk to obtain more information on this reported issue to the nurse and no response has been received. Investigation summary: the last attempt to request for additional information was sent to the customer. However, no response was received. Therefore, this complaint could not be confirmed, and the root cause of the reported issue could not be determined. Potential causes of patient admit failure could possibly be due admit, discharge, and transfer functionality may be affected by network connections. If a bedside monitor or telemetry device is not visible on the nk device network, clinicians may not be able to use admit, discharge, or transfer functions at the cns or other systems (e.g., admit button may be grayed out, device may not successfully discharge a patient). Users should verify that patient monitoring devices are correctly connected to the network to ensure that full functionality is available.

Event description:
A nurse reported that a bedside monitor (bsm) had discharged a patient on its own, and now they do not have the option to readmit or even admit as a new patient on the bsm. The nurse reported that the admit button is greyed out on the central nurse station (cns) as well. No patient harm was reported. Nihon kohden technician had the nurse check interbed and the bedside could still other beds on the network. Nihon kohden technician had the nurse shut down the bedside monitor for 2 minutes and disconnecting the internet from both ends of the device(s) involved but the issue persisted. Nk technician referred the nurse to contact their biomedical engineer (bme) to attempt stopping and restarting monitoring on the bed monitor from the cns to see if that resolves this issue.

Event description:
A nurse reported that a bedside monitor (bsm) had discharged a patient on its own, and now they do not have the option to readmit or even admit as a new patient on the bsm. The nurse reported that the admit button is greyed out on the central nurse station (cns) as well. No patient harm was reported. Nihon kohden technician had the nurse check interbed and the bedside could still other beds on the network. Nihon kohden technician had the nurse shut down the bedside monitor for 2 minutes and disconnecting the internet from both ends of the device(s) involved but the issue persisted. Nk technician referred the nurse to contact their biomedical engineer (bme) to attempt stopping and restarting monitoring on the bed monitor from the cns to see if that resolves this issue.

Manufacturer narrative:
Complaint summary: a nurse reported that a bedside monitor (bsm) had discharged a patient on its own, and now they do not have the option to readmit or even admit as a new patient on the bsm. The nurse reported that the admit button is greyed out on the central nurse station (cns) as well. No patient harm was reported. Nihon kohden technician had the nurse check interbed and the bedside could still see other beds on the network. Nihon kohden technician had the nurse shut down the bedside monitor for 2 minutes and disconnecting the internet from both ends of the device(s) involved but the issue persisted. Nk technician referred the nurse to contact their biomedical engineer (bme) to attempt stopping and restarting monitoring on the bed monitor from the cns to see if that resolves this issue. Multiple attempts have been made by nk to obtain more information on this reported issue to the nurse and no response has been received. Additional investigation summary : the root cause of the reported issue could not be determined. However, unexpected discharge of a patient while being monitored on the bedside monitor could occur due to an unstable network. Users should verify that patient monitoring devices are correctly connected to the network. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H11: additional manufacturer narrative.